Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, noise resulting from electro magnetic interference and sensing issues on the discrimination channel were noted on the device. Abbott technical support was contacted, however no intervention was performed at this time. The patient was stable and will continue to be monitored,